Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted. No additional adverse patient effects were reported.